Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 325, 130 mg/dl. Tests were done within 10 minutes with a difference of 76%. Pt did not experience any adverse events. No further info has been reported. Note: customer was using expired strips.